Event description:
The pt had 2 complete se stents implanted, 1 stent implanted to the popliteal artery (ppa) and 1 implanted to the mid/distal superficial femoral artery (sfa) (MFR report # 2953200-2009-01786). Both lesions are reported to be severely calcified. The stents were deployed successfully. One month post index procedure, the pt required hospitalization of cardiac ischemia. Vascular intervention was performed. The investigator indicated that the reported event was not related to the study device. Approx 6.5 months post index procedure, the pt suffered severe claudication in the right calf/buttock. The pt was hospitalized and target vessel revascularization was performed. The pt is continuing with treatment. The investigator indicated that the reported event was related to the study stent. Complete se is not approved for use in the u.s. For sfa indication, but is similar to complete se which is approved for biliary indication.

Manufacturer narrative:
(B) (4) evaluation results: (revascularization).